Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Longevity calculations were performed and the battery depletion was normal. Impedance, sensing, pacing, and high voltage shock was tested on the bench and the device was normal.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced. The patient was stable.